Event description:
It was reported that during a procedure, the checkpoint pin in tibia was too high in tibial plateau and got burred. Just the tip was burred off. The check point pin was removed at end of case and that's when it was noticed that it had been damaged. The surgeon had x-ray come in just to be sure and nothing was found in patient.

Manufacturer narrative:
The device, used in treatment, was not returned for a prior investigation. However, as part of the initial investigation, a company representative contacted the product manager and concluded that the checkpoints were placed too close to the tibial plateau which allowed the burring off of the checkpoint to occur. This issue occurs due to user error. Device history review found that the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports of the event. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides information on checkpoint placement. It states "caution: insert the checkpoints where they will not interfere with bone preparation, and where there is no risk that they will be damaged or removed." Therefore, according to the description of the complaint, the user did not follow the instructions for use, which contributed the reported malfunction. This reported product problem is an identified failure mode within the risk file. Based upon the reported event, we can confirm that there was a relationship between the reported event and the device. Factors that may have contributed to the reported event were the surgeon placing the checkpoint pins too close to the tibial plateau. No containment or corrective actions are recommended at this time. Per complaint details, pin in tibia was too high in tibial plateau & got burred. Based on the information provided, there was no surgical delay or patient injury/impact as the procedure was already completed. The surgeon had x-ray come in just to be sure & nothing was found in patient. Therefore, no further medical assessment is warranted at this time.